Event description:
A hosp in another country, reported through our distributor that when hosp staff opened the packaging of an rt206 adult breathing circuit, they noticed that an elbow connector for the pressure line was not included. It was reported that this fault was found prior to use. No pt consequence was reported.

Manufacturer narrative:
The product referred to in this complaint is not sold in the USA but it is similar to a product which is sold in the USA. The returned device was visually inspected. Result: the breathing circuit package consists of a number of components assembled during production. Inspection revealed an elbow connector was missing from the breathing circuit. There was also no sign of glue on the pressure line where the elbow connector should have been attached. We were unable to carry out a lot check as no lot info was provided with this complaint. Conclusion: it is possible the component was omitted during production or that the glue applied was insufficient and allowed the component to fall off. Changes were made to the production process to include monitoring for effective gluing of the pressure line. These changes became effective in 2008. As no lot info was provided with this complaint, we were unable to ascertain whether this unit was manufactured before or after these changes became effective. We have an open CAPA item to address such complaints and to put measures in place to reduce and/or prevent recurrence. Our monitoring and trending for this type of event shows a rate of occurrenceof 0.0029 % worldwide for the last year.